Manufacturer narrative:
Correction: describe event or problem: it was reported that a bd nexiva¿ diffusics¿ closed IV catheter system. Made of bd vialon¿ leaked during use. There was no report of exposure, injury or medical interventions. Medical device brand name: bd nexiva¿ diffusics¿ closed IV catheter system. Made of bd vialon¿.

Event description:
It was reported that a bd nexiva¿ diffusics¿ closed IV catheter system. Made of bd vialon¿ leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: with the sample submitted for our investigation, our quality engineer was able to observe the reported failure mode. Damage was found in the joint of the luer adapter and tubing component resulting in the reported leakage. Unfortunately a lot number was not available which prevented us from processing a device history report, however this is a known issue, and based on previous investigations the root cause was determined to be a separation between the tubing and the cured adhesive, the mechanism of damage is either the clamping of the tubing too close to the luer adapter of the repeated manipulation of the tubing near the luer adapter. However, because the root cause is not associated with the manufacturing process the mechanism of failure could not be finalized at this time. Investigation conclusion: this issue can be caused when the part is clamped near the luer adapter and the tubing breaks with the cured adhesive or can break after repeated bending in the join of the luer adapter, it is not possible confirm this defect as a manufacturing related issue.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system leaked during use. There was no report of exposure, injury or medical interventions.